Event description:
It was reported that the customer experienced elevated blood glucose levels (497 mg/dl). Troubleshooting was performed an pump appears to be delivering as expected. Customer noticed luer lock was loose. Cold insulin is used to load the cartridge, and the cartridge and infusion set are typically changed every 3-4 days. Reportedly, the customer alternates from using the pump and manual injections for insulin therapy.

Manufacturer narrative:
No product returning for eval. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin. Humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.